Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing onsite functional and visual examination was performed by a manufacturer representative. The power enclosure was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the ias would not initialize. The system would get stuck while initializing the radiation and on the pendent, it said radiation disabled. The system was rebooted, and user checked the dongle and key on the rear access panel. All motion controllers showed homed in the ias desktop. There was no patient present.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Testing found that a transistor on the unit was shorted. If information is provided in the future, a supplemental report will be issued.